Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead was unable to be attached to the appendage of the atrial wall. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination were normal with no anomalies found.